Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that following surgery patient developed low grade infection. Joint was aspirated and the fluid grew a contaminant. Infection was treated with unknown therapy.